Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.